Manufacturer narrative:
This device was not FDA approved at the time of the original event but is being reported at this time following additional information as it is now an approved device. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported esophageal fistula and subsequent patient expiration could not be conclusively determined.

Event description:
Twenty days post af ablation, the patient presented to the emergency room where an esophageal fistula was diagnosed. There were no alleged deficiencies with any abbott device. Further information was received on december 18, 2018 that the patient had expired.